Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the caller was the patient's home health nurse and they reported that they were assigned to work with the patient on their interstim device at the patient's home by the patient's urologist health care provider (hcp). The caller stated they haven't been working with the patient since the patient first got the implant and they stated they thought they were told that the therapy helped the patient's symptoms at first but then it stopped helping. The caller stated they'd been working with the patient on adjusting their settings but the patient was still incontinent no matter what they did with the settings. The caller stated they adjusted the stimulation to where the patient felt it in their rectum and that the rectum was mostly where the patient felt the stimulation. The caller stated the patient was currently at 1.3 ma on program 1 but they had written in their notes that they had set it to higher previously and the patient swore they hadn't touched the external devices. The caller stated maybe the patient had "messed with" something but it would have been unlikely because the patient didn't really know how to use the external devices. The caller stated that on 11/8 the patient had been at 4.4 ma and then on 11/14 they had adjusted it to 5.0 ma. They didn't know how the stimulation was lower now and they were trying to figure out if the system was working or not. Patient services reviewed with the caller that it was unlikely for the settings to randomly change and to continue to monitor the situation. The caller stated they didn't know what settings the patient had tried previously before they started working with the patient but in the time they had worked with the patient they had only seen that the patient was on program 1 and they didn't know what to do with the other programs. Patient services reviewed device description/function with the caller as well as programming and stimulation considerations and the caller stated they were going to switch the patient to a new program and adjust the patient's stimulation to a comfortable level and continue to monitor the patient's symptoms. The caller stated the patient did have an appoi ntment with their hcp in february so they would continue to work their way through programming and monitor the patient's symptoms in the meantime. Patient services did bring up that falls or traumas could also impact the system and the caller did report the patient had fallen and that perhaps the fall was why the patient's symptoms had returned but they didn't know. The caller and patient were redirected to follow up with the hcp to check the implanted system and to discuss therapy settings and programs.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.